Event description:
On (B)(6) 2014 the lay user/patient¿s spouse contacted lifescan (lfs) (B)(4) alleging that the patient¿s one touch verio iq meter was reading inaccurately low when compared to the patient¿s feelings and/or normal readings. The customer service representative (csr) spoke with the reporter on (B)(6) 2014 with follow up questions from medical surveillance and obtained the following information: the reporter alleged that the product issue began ¿about one month¿ before they contacted lfs. The patient tests their blood glucose five times per day and manages their diabetes with self-adjusted insulin, specifically humalog and novolin. The reporter stated that the patient obtained a blood glucose reading on the subject meter which was ¿higher than usual¿ but they could not recall the exact results. The reporter stated that the patient experienced symptoms of ¿headache and felt high¿ at the same time as the alleged inaccurately low result. The reporter could not specify the exact symptoms that the patient experienced. The reporter stated that the patient administered his usual dose of insulin and did not require any further treatment after this. The reporter confirmed that the patient¿s symptoms abated within 30 minutes. The reporter confirmed that the patient had tested his blood glucose with the subject meter earlier that day but could not recall the reading obtained. The reporter confirmed that the patient did not test on any other meter at this time. The csr was not able to troubleshoot with the reporter. Replacement products were sent to the patient. Based on the information provided, there is no evidence that the product caused or contributed to a serious injury. Although the patient may have developed symptoms suggestive of severe hyperglycemia, the patient was symptomatic at the time of testing. The patient did not administer inappropriate self-treatment in response to the alleged inaccurate result. However, this complaint is being reported because the alleged product issue remained unresolved at the time of troubleshooting.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.